Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the recovery room post lead revision procedure. Upon interrogation, the right atrial lead exhibited no capture. X-ray confirmed lead dislodgement. The patient was forwarded to different facility for the revision. The patient later had system upgrade on 06/28/2018. The lead was explanted and replaced. No further information was available.

Event description:
New information was received from the forwarded facility. The patient, who experienced mildly symptomatic with dyspnea, presented in hospital for lead revision on (B)(6) 2018. The right atrial lead was found to be in the high superior vena cava. The lead was explanted and replaced. The patient was stable after the procedure.